Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial and left ventricular lead were accidentally cut during the device change out. It was also reported the atrial lead had dislodged. The leads were removed and replaced. No patient complications were reported as a result of this event.